Event description:
It was reported that a spectrum iq pump shut off on its own and customer investigation indicates that battery was intermittently losing physical connection with the pump. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction/additional information: b3: event date was previously reported as 03/26/2022 and updated to 03/27/2022. E4: reporter sent to FDA was no but received additional information and is now yes. Medwatch report mw5108713 received from the FDA had type of event selected as serious injury without any other adverse event details. Due diligence attempts were unsuccessful in obtaining additional information related to this event. Additional information h3, h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.